Event description:
It was reported that this right ventricular lead showed high shock impedance out-of-range of over 121 ohms. Technical services reviewed the case details and suspected physiologic lead issue (calcification). Troubleshooting was recommended. Replacing the lead was considered. This patient was scheduled for an appointment with the physician. Reportedly, the physician decided not to replace the lead and continue monitoring the patient. This lead remains in service and no adverse patient effects were reported.